Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed anterior leaflet. A mitraclip xtw was inserted without issues. However, difficulties positioning the clip due to an aortic hugger occurred, and after removal of the lock line, after the second establishing final arm angle (efaa), it was observed that the clip had continuously opened from roughly 5-10 degrees to greater than 50 degrees. Troubleshooting was performed. The clip was closed again, and the final efaa was performed. However, the clip opened to almost 100 degrees. Therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
In this case, the reported unintended movement ¿ clip open efaa and unintended movement ¿ clip ¿ locked could not be replicated in a testing environment due to the condition of the returned device (lock line was removed from the clip delivery system/cds). The reported difficult or delayed positioning-anatomy during procedure could not be replicated in a testing environment as it was related to patient anatomy or procedural operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the images/cine review and the information provided by the account, a cause for the reported unintended movement associated with clip opened during efaa and clip opened while locked could not be determined. Additionally, the reported difficult or delayed positioning with anatomy appears to be related to patient conditions (aortic hugger). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.